Event description:
According to the reporter: allegedly, the device was used to secure mesh to the diaphragm during a diaphragmatic hernia repair operation. Following an inquest into the death of the pt, the cause of death was given as a haemopericardium complicating diaphragmatic hernia repair and gastropexy. However, the instructions for use booklet indicates that protack tackers, though suitable for hernia repair, should not be used in the vicinity of the diaphragm, pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair. The post mortem into the patient's death found superficial damage to the external surface of the heart caused by a metal surgical clip (associated with the diaphragmatic hernia repair) protruding through the pericardium. Additional info has been requested.

Manufacturer narrative:
(B)(4).